Event description:
Hill-rom technician found that the left siderail could not be latched. He found that the siderail was missing the ratchet rivets and the cause was unk. He replaced the ratchet rivets and the siderail functioned properly. The stretcher was found out of service in a hallway and there were no alleged injuries.